Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for corporate lot number gfug1064. The investigation is currently underway.

Event description:
It was reported that the pta balloon ruptured on the first inflation at 30 atms while being used in an av shunt in the cephalic vein. The balloon could not be deflated and therefore, the balloon catheter was removed together with the sheath as a single unit. Another sheath was introduced and another pta balloon dilatation catheter was used to complete the procedure. There was no report of injury to the pt.